Event description:
It was reported that during a total knee procedure, the blade broke. It was also reported that an x-ray was performed to locate the broken pieces and the x-ray showed no debris. It was further reported another blade was readily available, there was no pt injury and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.